Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a temperature (temp - no physical damage) issue. There was no reported physical damage to the pump. There was no reported bodily injury due to the temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Date of submission 26-apr-2018 the device has been returned and evaluated by product analysis on 19-apr-2018 with the following findings: a review of the black box showed the data from the date of the complaint was overwritten due to continuous use. The current black box showed no evidence of voltage excursions or power issues. The pump was run for 24 hours with no reboots, power losses, or overheating. The pump electrical current draws were within specifications. The pump was opened to find no moisture in the battery compartment or internally. The battery was not returned. The complaint of overheating or power loss was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.